Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly tortuous and severely calcified vessel of below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was selected for use in an endovascular treatment. During the first inflation at 4 atmospheres for 5 seconds, balloon ruptured vertically in the middle part of the balloon. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.